Event description:
It was reported that blood drops were leaking out of sheath and sheath hub was broken. Different sheath was used for surgery. There was no patient harm reported. No additional information is available.

Manufacturer narrative:
Our investigation is still in progress, follow up report will be submitted if we find any further additional information.

Manufacturer narrative:
The following sections were updated in follow-up. B4,g3,g6,h2,h10 the customer provided a video that showed the user lifting up one side of the hub cap on the handle. When tested here at oscor, both halves of the hub cap were securely seated on the hub and did not move or lift up as was seen in the customer's video oscor inc. Is submitting the above report to comply with 21 cfr part 803, the medical device reporting regulation. The report is based upon information obtained by oscor inc. Which the company may not have been able to investigate or verify prior to the date the report was required by FDA. This report does not constitute an admission that the device, oscor inc., or its employees, caused or contributed to the event described in this report. Nor does this report reflect a conclusion by FDA, oscor inc., or its employees, that the report constitutes an admission that the device, oscor inc., or its employees caused or contributed to the event described in this report.

Manufacturer narrative:
The device used in treatment. One 13.5f guidestar steerable introducer sheath was received back from the customer without the dilator. There were no other accessories. Traces of blood were found on and inside the sheath. The sheath was manually leak tested with the syringe connected to the stopcock and the tip occluded. The sheath did not exhibit leakage when tested using this method. The sheath was then tested using the iso 11070 for liquid leakage test method. The device was occluded at the distal tip and pressurized to 38kpa and held at this pressure for 30 seconds and no liquid leakage was observed through the hemostatic valve. The sheath met the iso standard of 38kpa leak test for hemostatic valve/seal requirement. In addition, the sheath was also tested by occluding the tip and no leakage was observed beyond 300kpa through the stopcock, sideport tubing or handle. The dilator was not returned for evaluation so a duplicate 13.5f dilator was used to check the connection between the threaded sheath hub and dilator collar. The sample dilator screwed onto the threads of the sheath hub snug and securely. Nothing on or around the handle/hub area of the sheath looked abnormal. Returned device analysis revealed the sheath was within manufacturing specifications. The dilator used in the procedure was not returned, but a duplicate dilator fit on sheath hub snug and securely and did not disengage when pulled. The sheath did not leak when tested manually and also met the iso leakage test method requirement. Nothing was broken or missing near or around the valve or handle. According to the DHR, the sheath passed all in-process and final inspection steps including visual, mechanical, dimensional and leak testing. No manufacturing defects were found. Per manufacturing procedure non-peelable sheath final assembly sample size 100%. Per qa procedure 4destino steerable guiding sheath in-process and final inspection sample size: ansi z 1.4, gen level I, normal, aql 1.5 normal perform leak test according to procedure based on available leak tester. The leak test is performed by manufacturing personnel and is observed by quality assurance personnel. Per IFU: the steerable sheath must be thoroughly flushed with either saline or heparinized saline and free of air prior to use to avoid air embolism to the patient. Aspiration and flushing of the sheath should be performed frequently to help minimize the potential for air embolism.for injecting or aspirating through the sheath, use the sideport only with stopcock. Prior to infusion, remove all air using the sideport. No corrective or preventive action resulted after investigation of this event. The event will be re-evaluated if additional information becomes available. Oscor will continue to monitor this event type. Oscor inc. Is submitting the above report to comply with 21 cfr part 803, the medical device reporting regulation. The report is based upon information obtained by oscor inc. Which the company may not have been able to investigate or verify prior to the date the report was required by FDA. This report does not constitute an admission that the device, oscor inc., or its employees, caused or contributed to the event described in this report. Nor does this report reflect a conclusion by FDA, oscor inc., or its employees, that the report constitutes an admission that the device, oscor inc., or its employees caused or contributed to the event described in this report.